Event description:
Pt's vein was accessed without difficulty. In pulling the stylet, the guide wire (needle) remained attached to the patient and did not pull away. An additional tug was required but left the guide wire exposed several inches with blood dripping from its tip. I was not stuck by the needle and had no blood to skin contact given that I was gloved.